Manufacturer narrative:
The manufacturer previously reported an incorrect date in section b.4 as 8/26/2021. The correct date for section b.5 should be 8/27/2021.

Manufacturer narrative:
The manufacturer previously reported an allegation related to the device's sound abate foam. This action was reported to FDA per 21 cf1 part 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a device's sound abatement foam. There was no report of patient harm or injury. Attempts to retrieve further information regarding the device have been unsuccessful. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.